Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer were hospitalized due to high blood glucose and vomiting on (B)(6) 2018 with blood glucose of 712 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by insulin drip. Customer states that cannula was bent. The insulin pump will not be returned for analysis.